Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's husband claimed that upon removal of the sensor pod, the sensor wire detached and remained inserted in the patient's body. At the time of contact, the patient's husband did not report any injury or medical intervention.